Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a high out-of-range shock lead impedance measurement greater than 200 ohms on the right ventricular (rv) lead. The physician noted there have been shock lead impedance measurement spikes and the superior vena cava coil was programmed off last year due to the high out-of-range impedance measurements. Technical services (ts) was consulted and advised there were early signs of gradual impedance increases, however currently the lead is programmed in unipolar configuration, and the current measurements are within range at 90 ohms. Ts provided troubleshooting and programming recommendations to the health care professional (hcp). The physician agreed the lead will continue to be monitored at this time and will consider a lead revision as the ICD ages. The lead and device remain in service. No adverse patient effects were reported.